Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mr. Mr is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was hospitalized and a non-abbott device was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A mitraclip xtw was deployed on the mitral valve, reducing mr to a grade of 2. On (B)(6) 2025, an echocardiogram was performed and revealed that the mr increased to a grade of 3-4. It was noted that the previously implanted clip remained stable on the leaflets. On an unknown date in (B)(6) 2024, a non-abbott device was implanted, reducing mr to a grade of 1-2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.